Event description:
Customer reported c-arm is making a loud snapping or popping sound in the middle of pt (pain management) procedure. The customer also stated that they are getting a system fault error displayed on the c-arm display. No pt injury was reported.

Manufacturer narrative:
A ge representative has not yet reported on eval of the system.